Event description:
It was reported that just after putting the liver on board, message code 170 (no blood temperature measurement detected) and 190 (terumo timeout) was displayed to the user and perfusion was unable to be initiated. Troubleshooting was successfully performed, and liver perfusion was able to be started. 11 minutes after the first event messages, the terumo cdi fault recurred. Troubleshooting was successful in resolving the issue and perfusion was able to be reestablished. Several minutes later, the issue recurred again, and the shunt sensor was replaced. The liver was successfully transplanted following perfusion.

Event description:
After the liver was placed on the device, message codes 170 (no blood temperature measurement detected) and 190 (terumo cdi timeout) appeared, preventing initiation of perfusion. Troubleshooting restored functionality, and perfusion was started. Eleven minutes later, the terumo cdi fault recurred. The issue was again resolved through troubleshooting, allowing perfusion to resume. A subsequent recurrence occurred several minutes later, after which the shunt sensor was replaced resolving issue. The liver was successfully perfused and ultimately transplanted.

Manufacturer narrative:
Device was received for servicing. The reported issue of a terumo blood gas analyzer timeout could not be replicated. The device passed all applicable testing.